Event description:
It was reported that "head separation of oasys screw. Tulip remained attached to the rod. This was a revision surgery to correct the separation. Revision surgery date (B)(6) 2011."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.